Manufacturer narrative:
Per the clinic, the patient underwent skin revision surgery (date not reported). The implanted device remains. This report is submitted on july 10, 2019.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced infection at implant site and subsequently was treated with topical antibiotics and a steroid injection (date and duration not reported). Clinical management is ongoing.